Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found labelling confirming the product identification information. The other images show the anchor and sutured have not been deployed. The anchor has a small crack between the threads and the anchor is bent. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and there is a crack between the threads of the anchor. The anchor is also bent. There is debris in the anchor and on the shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchor pieces were removed from the patient. The procedure was completed using a backup device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a shoulder cuff repair procedure, the anchor of a twinfix ultra broke inside the patient; all the broken pieces were removed using tweezers. The procedure was finished with a non-significant delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.